Event description:
Information received from the field does not address the patient's clinical status but notes lead dislodgement. During repositioning, there were problems with the helix extending and retracting, so the device was replaced.